Event description:
It was reported that the casing of the handpiece is broke in half. No patient involvement occurred.

Manufacturer narrative:
Cracked nose cone. Evaluation summary: the hand piece was returned with a nose cone cracked and out of position. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.